Event description:
Title: failure of bed side-rail. A nursing technician was providing care to a pt in their bed. The pt was turned against the side-rail and it released, dropping the pt onto the floor. The pt suffered a moderate hematoma and laceration on the head. Facilities mgmt discovered a broken spring in the side-rail.